Event description:
It was reported that during a routine follow-up, the pulse generator was found to be in backup mode. A software download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.